Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer was unable to have software installed. It was also indicated that the printer was overheating and would not print due to an out of specification micro processor unit (mpu). It was also indicated that the case was damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to have software installed. It was additionally noted that the service disk was run but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.